Event description:
As reported by the sales rep per the user facility: nurse took catheter and stylet out of hard plastic cover, noticed slight bend to item. Successfully inserted IV catheter. When discarding, the stylet caught it on the thumb of her glove and stuck her thumb. Followed facility protocol for needle stick. No sample available. Add'l info was not provided by the facility after several attempts were made requesting add'l info.

Manufacturer narrative:
The actual device in the incident was not returned to the MFR to be evaluated. Without the sample, a thorough eval could not be performed. No specific conclusions can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. All available info has been provided to the actual MFR.